Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be determined. However, it is likely it was caused by a high-frequency instrument without sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt distal cover. There was no patient involvement.